Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53.5mm abdominal aortic aneurysm. Severe calcification and vessel tortuosity was noted. Both cia were short and calcified and coiled during the procedure. The right iliac artery was also coiled. Renal artery coverage was planned due to vessel morphology. It was reported during the index procedure, difficulty was encountered when trying to advance the device via the left and right side without using sheath. A lunderguist guide was used and the device was advanced from the left side to the level of the ra. Deployment was again noted to be difficult due to calcification. The device was deployed covering the left ra as anticipated. An endurant limb (16/13/124) was implanted as a briding device on the right contralateral side and a non mdt (excluder) implanted distally. Difficulty in removing the main bifurcate delivery system was reported due to vessel tortuosity and calcification at the access zone. A non mdt (excluder) was implanted on the left ipsi side almost on the bifurcated part of the internal iliac artery and external iliac artery. A type ib endoleak was detected on left distal side in the non mdt device by final angiography. The iia was embolized with coils and a endurant extension and a bare metal stent implanted with resolution of the type ib endoleak. Per the physician the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Codes added at investigation completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.